Manufacturer narrative:
The insulin pump alarmed during prime due to faulty force sensor resistor; unable to complete functional testing due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while filling the tubing and that insulin squirts out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.